Event description:
The patient was undergoing an embolization procedure using the penumbra coil 400. During the procedure, the first penumbra coil pusher handle was kinked while inserting the coil into the hub of the microcatheter. Another penumbra coil 400 was used and while it was being removed from the catheter, it was prematurely detached from the pusher assembly. The physician was able to pull the coil out and the procedure continued. A total of 11 coils were used to successfully complete the case. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00420. Device was disposed of by the hospital.